Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trend.

Event description:
It was reported that the patient is experiencing pain in her left leg and back while using her spinal pak device. This patient has had multiple back surgeries and has been slow to heal since her last surgery in (B)(6) 2022. The patient was called, and she explained that her 4 surgeries were very complicated, and she currently has another loose screw. She explained that when she treats, she is very sore in her back and down her left leg. The patient stated that she assesses her pain at a 8.5 out of 10. The patient claims she was on pain meds and pain patches before she started using the unit. She claims sometimes she uses the medications and patches after treating with the spinal pak . The patient explained she started using the spinal pak for 12 hours per day and has scaled back to 8 hours per day and sometimes she skips a day to manage her discomfort. The patient has not discussed her discomfort with her doctor. But she will email the doctor today to let them know. The patient will try the time test and report back to customer service if she has any issues or concerns. No product was shipped no returns. It was later reported that the patient was called regarding the pain from the spinal pak device. The patient stated that she contacted her doctor, but nothing was prescribed or recommended. The doctor did not state what they think is causing the pain. The patient stated that the pain level has gone down and she continues to treat as much as she can, sometimes every other day. No additional patient consequences/ further information has been reported. The spinalpak unit was not returned for further evaluation.

Event description:
It was reported that the patient is experiencing pain in her left leg and back while using her spinal pak device. This patient has had multiple back surgeries and has been slow to heal since her last surgery in (B)(6) of 2022. The patient was called, and she explained that her 4 surgeries were very complicated, and she currently has another loose screw. She explained that when she treats, she is very sore in her back and down her left leg. The patient stated that she assesses her pain at a 8.5 out of 10. The patient claims she was on pain meds and pain patches before she started using the unit. She claims sometimes she uses the medications and patches after treating with the spinal pak . The patient explained she started using the spinal pak for 12 hours per day and has scaled back to 8 hours per day and sometimes she skips a day to manage her discomfort. The patient has not discussed her discomfort with her doctor. But she will email the doctor today to let them know. The patient will try the time test and report back to customer service if she has any issues or concerns. No product was shipped no returns. It was later reported that the patient was called regarding the pain from the spinal pak device. The patient stated that she contacted her doctor, but nothing was prescribed or recommended. The doctor did not state what they think is causing the pain. The patient stated that the pain level has gone down and she continues to treat as much as she can, sometimes every other day.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow up report will be sent.